Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during patient ivtm therapy, the user's facility nurse noticed that the thermogard console went through 4 liter bags of normal saline. Earlier when one bag had to be replaced, the user had exchanged out the console but issue persist. The nurse assumed the icy catheter lot number unknown had a leak and not the console. Please note that the catheter was inserted smoothly into the patient right groin and when it was removed, arterial sheath was placed to continue with therapy. No known impact or consequence to patient was reported.

Manufacturer narrative:
The reported icy catheter leak was confirmed. A pinhole leak was observed at the middle of distal balloon and at middle of medial balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Blood had accumulated on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the middle of distal balloon and at middle of medial balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for icy catheter with lot number 81663. Ccr (B)(4), reported on july 27, 2018. A pinhole leak was found at the distal end of distal balloon during functional testing due to latent material defect.